Event description:
A pt reported blood glucose results of "318 mg/dl, 168 mg/dl, and 158 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, tests strips, and control solution were replaced.